Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, discomfort, soreness, loss of range of motion, lack of mobility, and elevated metal ions. A review of invoice history confirmed the primary surgery date; however, an invoice for the revision procedure could not be located and no further information has been provided. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, loss of range of motion, lack of mobility, and elevated metal ions. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision procedure was performed on (B)(6) 2012 and was due to elevated metal ion levels, pain and fluid accumulation. Operative notes further indicate that the cup and stem had good ingrowth and were not removed, only the head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02424 / 02426). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.